Event description:
Echelon 60 stapler misfired. Md had to put the stapler in reverse so it could release the tissue. Replaced stapler with another one with no problems. No harm was done to the pt. All safety precautions taken. Malfunctioning stapler cleaned and boxed up for return to vendor.